Event description:
The patient fell and fractured her lead. An MRI was done. She underwent a lead revision surgery yesterday. The company representative confirmed on (B)(6) 2013 that the patient has not been programmed, it was too soon after the revision surgery. The explanted lead was no longer available.

Manufacturer narrative:
Concomitant medical products: product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v591417, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v590198, implanted: (B)(6) 2011, product type: lead. (B)(4).